Event description:
It was reported that the patient was on the ventilator for overnight use when a power failure occurred. Moments later, the patient used a call bell to notify the caregiver that she was having shortness of breath and difficulty breathing. When the caregiver arrived, it was noted the ventilator was off and still connected to the patient. The respiratory therapist, who was then notified, could not get the ventilator started again. The patient was bagged by a nurse until the patient was switched to a back-up ventilator. The customer claims there was no ventilator audible alarms or lights during the power failure.